Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the risk factors for intraoperative endplate violations and delayed cage subsidence after oblique lateral interbody fusion (olif) surgery. Secondly, to examine whether low hounsfield unit (hu) values at different regions of the endplate are associated with intraoperative endplate violation or delayed cage subsidence. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: clydesdale cages. There were no deaths occurred in the study population. Among all the implanted clydesdale patient¿s adverse events and device product performance issues included: postoperative complications like psoas hematoma, transient psoas weakness, and thigh weakness or numbness were recorded at each visit. Product performance associated with cage subsidence¿s post-operatively and intra-operative end plate violations occurred. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Citation: hao wu, jason pui yin cheung, teng zhang, zhi shan, xuyang zhang, junhui liu, shunwu fan and fengdong zhao. The role of hounsfield unit in intraoperative endplate violation and delayed cage subsidence with oblique lateral interbody fusion. Global spine journal 2023. Vol. 13(7) 1829¿1839. Doi: 10.1177/21925682211052515 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.